Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the hospital with a right ventricular lead perforation. This was confirmed via computed tomography (CT). Upon interrogation, there were episodes of loss of capture and decreased sensing. The lead was repositioned on (B)(6) 2019 with no complications. The patient was discharged.